Event description:
I used fixodent for my denture bridge from approx (B)(6) 2006 to (B)(6) 2010. I stopped using fixodent because of numbness and tingling in my upper and lower extremities. Since then I am having labs and different tests to obtain a diagnosis. While waiting, I am receiving physical therapy. Frequency: once daily, route: oral. Dates of use: (B)(6) 2006 to (B)(6) 2010. Diagnosis or reason for use: denture bridge. Event abated after use: no.